Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the system was not doing what it used to and her pain situation had changed. The patient clarified the system was not getting rid of her pain like it used to. It was noted the patient said the manufacturer's representative told her not to adjust settings. The patient had a gradual pain. The change in pain was due to the pain doctor taking her off all pain medications. The patient had an appointment with her pain doctor on the day of the report and would contact her doctor about this issue. It was noted the patient was seeing the low patient programmer battery screen but did not know what that was. On the call, the patient changed the patient programmer batteries and the low patient programmer battery issue was resolved. Relevant medical history included spinal pain. No troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.